Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an insulin flow blockage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the insulin flow occurred during bolus. The customer stated that the reservoir is not empty. The customer was advised to deliver a 5 unit fill via cannula. The customer stated that the insulin exited during 5 unit fixed prime. The customer was advised to remove the cannula safely. The customer stated that the cannula is not bent down.